Event description:
Immediately following the procedure, the patient's arm was rendered useless. She complained of severe pain and lack of range of motion. Visible abscess appeared wednesday progressively got worse, she was admitted to emergency . She was given propofol and fentanyl to perform drainage of the abscess.